Manufacturer narrative:
(B)(4). The cause was determined to be use error, poor aseptic technique. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag, (dose, frequency and lot number were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred described as the "patient made mistake." On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. On the same day, a peritoneal analysis and culture were performed. On (B)(6) 2011, the patient received a loading dose of remedial therapy with vancomycin (2gm, ip). It was unknown if dianeal therapy was ongoing or if the peritonitis was resolving. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.